Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17759009l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially it was reported that there was a magnetic sensor error 105 and it was described that the catheter was all over the place. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. No patient consequence was reported. The magnetic sensor error was assessed as not reportable. The incidence of magnetic sensor error was easy detectable by the user. The catheter was inoperable , since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device for evaluation. It was noted on may 2, 2018 that reddish material was found under the pebax. No other damages were found on the pebax or the catheter. This lab finding was assessed as not reportable. If foreign material was found underneath the pebax, however; there is no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury was remote. In this case, no physical damage was found with the integrity of the pebax. After further device assessment, it was discovered on june 19, 2018 that the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole on the pebax was assessed as a reportable malfunction. The awareness date for this finding was june 19, 2018.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that there was a magnetic sensor error 105 and it was described that the catheter was all over the place. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. No patient consequence was reported. The device was visually inspected reddish material was found under the pebax, no damages were observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage observed on the pebax area cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).